Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed an error message. The implantable cardioverter defibrillator was successfully reprogrammed after several failed attempts with multiple programmers. The patient remained asymptomatic throughout reprogramming.